Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging their ins around midnight the night prior to the report and the ins was fully charged but when they woke up around 11am the ins was dead. The patient stated during the call that they were charging the implant with 6 coupling bars and the ins was 25% charged. The patient was advised to follow-up with their hcp regarding this issue. Additional information was received from a manufacture representative (rep) via a patient on 2018-may-31. According to the patient, their ins does not hold a charge as it used to. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep ran an impedance check and everything was within normal range. The ins was planned to be replaced on (B)(6) 2018. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient saw a 376 ins recharger (insr) code indicating antenna temperature failure. A replacement antenna was sent. They also reported that the patient was charging too often, everyday per the patient. The patient was running on hd settings and recharging statistics were reviewed. The rep stated the patient has had to charge 6-7 hours at a time to charge fully. They also stated the patient was denied by insurance for a new battery. It was reviewed that with higher settings, the charge frequency is expected to be normal. The rep believed there was nothing wrong with the current ins. It was explained that the patient might have thought they were charging but the error code might have been stopping the charge. Additional information was received from the patient. They stated that around (B)(6) of this year, they fell down the steps and the ins had ¿been acting crazy¿ because it would cycle on and off on its own. The patient reported that since the fall, it had been gradually getting longer to charge the ins. They stated before the fall it took 4-5 hours to charge. They also stated the battery would only hold a charge from 20 minutes to an hour. The patient restated they were scheduling a battery revision surgery. The patient met with the rep on the day of the report and charged the ins to 25% and less than an hour later it was dead and shut off on its own. The patient restated they had a 375 error code since ¿probably (B)(6)¿. The patient also stated they saw an end of service (eos) message about a month and a half ago. They trued to pull the eos message back up but was unable to do so. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product analysis #234763785: analysis information -- (B)(6) 2018 10:02:46 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.